Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2026 product type catheter. Product ID 8782 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6) , ubd: 29-may-2021, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(6), ubd: 22-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 1072.8 mcg/day), bupivacaine (21.6 mg/ml at 11.586 mg/day), and hydromorphone (6.3 mg/ml at 3.3794 mg/day) via an implanted pump. The patient¿s medical history was chronic pain. The indication for pump use was non-malignant pain. The patient reported having a fall down some stairs on (B)(6) 2026. Since that time, they had had intermittent episodes of withdrawal/flu-like symptoms and increased pain/worsening low back pain control. The patient had a catheter dye study that was normal, but their symptoms persisted. The pain and withdrawal symptoms were disabling resulting in missing work and having poor function. The patient¿s report of intermittent withdrawal was concerning for intermittent kinking of the catheter, the patient was scheduled for a catheter revision/replacement to address the likely intermittent kinking of the catheter. The catheter was replaced. It was noted that there was no confirmed area of kinking or issue with the catheter.

Manufacturer narrative:
H3. The returned 8784 catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. The returned 8782 catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.